Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient developed an infection and presented to the hospital. The patient's implantable cardioverter defibrillator (ICD) system was explanted. There were no other adverse patient consequences.

Manufacturer narrative:
Analysis was normal. No anomalies were found.